Event description:
It was reported that during a ptci procedure, an attempt was being made to treat a diagonal and lad bifurcation. The lesion was dilated with a kissing balloon technique using two dilatation catheters. The penta was then advanced into place in the lad and deployed at 6 atm and then post-dilated. Another balloon was advanced into the diagonal and a kissing balloon technique was used to post-dilate the proximal end of the stent. After post-dilatation, the balloons were pulled out together and resistance was met in the distal end of the guide catheter. Force was used to pull on the sds and it separated. The distal end of the sds came out of the dilatation balloon; which remained intact. There was no pt injury reported.